Event description:
Metal punctured skin; the item linked below should not be allowed to be sold without being tested by the FDA. It is considered a medical device and contains a sharp metal piece that potentially punctures skin when inflated. I was told all medical products need to be registered with the FDA before being sold in the USA. Could you make sure this product is removed from (B)(6) website? FDA safety report ID# (B)(4).